Event description:
It was reported that the patient was experiencing numbness, undesired sensation which described as burning and trouble walking while using the stimulator. It was also stated that the patient does not have pain relief and thought that the ipg had moved and palpable. The patient underwent an explant procedure and the explanted devices will not be returned.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2218500. Model: sc-2218-50. (B)(6). UDI: (B)(4). Product family: scs-linear leads: upn: m365sc2218500. Model: sc-2218-50. (B)(6). UDI: (B)(4).